Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon completion of the case fellow and resident were pulling down drapes, when that was noticed that the foley catheter slipped out. The foley was not tugged or pulled but rather slid out on that own. It was discovered that the foley balloon had ruptured. The rupture was clean, with no missing pieces. The fellow determined that the balloon had ruptured on its own. Urine was outflowing during the whole duration of the case no blood was present at the site or in the foley. The foley was discarded, and a new foley was placed. No issues with placing the new foley, and urine was safely outflowing after the new foley was hubbed and new balloon inflated. The original foley was placed on the field during the sterile procedure by doctor of medicine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon completion of the case fellow and resident were pulling down drapes, when that was noticed that the foley catheter slipped out. The foley was not tugged or pulled but rather slid out on that own. It was discovered that the foley balloon had ruptured. The rupture was clean, with no missing pieces. The fellow determined that the balloon had ruptured on its own. Urine was outflowing during the whole duration of the case no blood was present at the site or in the foley. The foley was discarded, and a new foley was placed. No issues with placing the new foley, and urine was safely outflowing after the new foley was hubbed and new balloon inflated. The original foley was placed on the field during the sterile procedure by doctor of medicine.